Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 35mm in diameter left internal iliac artery aneurysm. At implant, the proximal neck was 17-21-20mm in diameter and 25mm in length. It was reported that on a follow up CT scan a proximal type I endoleak was identified. The physician decided to implant another manufacturer¿s cuff, resolving the event. The physician stated that the cause of the event was due to the patient¿s long proximal neck with severely tortuous vessels. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.